Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016-02-10, information was received from a healthcare provider (hcp) via a clinical study regarding a (B)(6), female patient who was receiving morphine 30mg/ml at 2.251 mg/day, fentanyl 2000mcg/ml at 150.1 mcg/day, bupivacaine 5mg/ml at 0.3752 mg/day and baclofen 50mcg/ml (type and lot number unknown) at 3.752 mcg/day via an implantable pump for non-malignant pain. On (B)(6) 2015, examination revealed the pump site was well-healed but pump was mobile in the pocket. The event was unresolved with no further action planned. The event was reported as unlikely related to the device or therapy and possibly related to the implant procedure. If additional information becomes available, a follow-up report will be submitted.